Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 30.3 mmol/l. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for high blood glucose level. Insulin pump will not be returned for analysis.